Event description:
Pt found unresponsive in bed at 1500 hours. An intravenous piggyback infusion of dilantin was in progress. The discovering nurse stopped the ivpb infusion, noting that 9cc of the fluid had infused within 15 minutes. Pt was atonic and unable to speak. Pt was transferred to ICU on 9/8/95, where he was observed. He was noted to improve over time, was subsequently transferred back to the telemetry unit on 9/9/95 and was discharged the afternoon of 9/9/95.